Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient reported double vision, halos, glare, and distortion. The lens was exchanged in a secondary procedure due to the patient's inability to overcome double vision, glare, and distortion. Additional information was provided by the initial reporter that the iol was replaced with a different model iol, but the same diopter. The patient is doing well.